Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that there were multiple cracks around the reservoir compartment causing issue screwing the reservoir, had rainbow effect and haziness especially when doing activities outside and the act and up buttons were not responding as normal. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.